Event description:
A customer reported that ophthalmic handpiece was overheating. Patient and procedure details were not reported. Patient impact has not been provided. This complaint is pertaining to the second report of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).